Manufacturer narrative:
(B)(4).the device was not returned for evaluation; however, the serial number of the device was identified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). On an unknown date, the patient experienced an inguinal hernia. The initial reporter declined to provide additional information. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a left inguinal hernia coincident with automated peritoneal dialysis therapy. The hernia occurred after beginning automated peritoneal dialysis therapy. The cause of the hernia was not reported. It was not reported if the hernia worsened with peritoneal dialysis therapy. Six days prior to the receipt of this report, the patient was hospitalized to undergo a hernia repair surgical procedure. Dianeal therapy was ongoing. After one day of hospitalization, the patient was discharged. The patient was recovering from the event. No additional information is available.